Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a sensor that did not emit a signal. When the sensor was removed the electrode was detached from the sensor. The sensor was not returned for analysis.